Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, there was one false negative result. No patient impact reported. The following information was provided by the initial reporter: "false negative results."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported that while using bd bactec¿ fx, instrument top, packaged, there were five false negative result. No patient impact reported. The following information was provided by the initial reporter: "false negative results." H.6. Investigation summary: customer contacted bd support regarding their bactec fx top 441385 sn (B)(6) alleging false results. The customer reported they received false negative results. Bd support requested the log files and reviewed with engineering; however, they did not identify any errors in incubation, agitation, readings or power supply. The instrument is functioning as intended and the root cause was unable to be determined. This is an unconfirmed complaint. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review shows one prior and one subsequent complaint for false negative results: case (B)(4) was investigated in (B)(6) 2022 and found no instrument issue was found. The software was updated to the newest version proactively. Case (B)(4) was opened in (B)(6) 2023 and is still pending investigation. Samples in the form of log files showed no instrument failure, nor any problem with instrument functionality. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, there were five false negative result. No patient impact reported. The following information was provided by the initial reporter: "false negative results."